Event description:
It has been reported to the co that during a procedure in which the physician attempted to dilate the left circumflex artery in which two lesions were located, as he proceeded to place the proximal stent a dissection of the left main coronary artery occurred. The patient was taken to bypass surgery and the status of the patient was unknown at the time of this report. The device is not being returned for evaluation as it has been discarded by the hospital.